Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic nissen procedure, the needle fell out of the device. The needle was retrieved and new device was opened to continue the procedure. The current patient status is good. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The product is available and will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. One of the blades on the tip of the jaw was noted to be bent outward. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent blade may be due to excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.